Event description:
Customer reported that the alarm appears to have some type of damage such as broken case, buttons missing but could not specify the exact damage or issue with this alarm unit. The customer could not provide the date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the alarm has cuts and scrapes on the green over mold and the battery is missing. Unit has power but when the nurse call cable is moved/wiggled inside the receptacle. Replaced the nurse call receptacle with a functional receptacle and the nurse call light functioned properly when tested. All other functions passed tests. (B)(4).